Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bending sheath cover perforation (exposed metal) issue could not be determined, however, it is believed that the issue was result of user handling and or wear due to repetitive use. The event may be prevented by following the instructions for use which state: warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the event occurred during a therapeutic echo endoscope procedure. There were no complications, procedure completed with a similar device with normal duration of the procedure.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿bending sheath cover is perforated (exposed metal)¿ was confirmed. The following findings were noted during device evaluation: bending rubber glues worn out, lenses glues worn out, biopsy channel perforated, bending angulations out of specifications, ultrasound connector worn out. (Seized moving part), and pink probe coating damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope bending sheath cover is perforated (exposed metal). The device was neither cleaned nor disinfected. During inspection and evaluation, the metal braid of the bending tube protrudes. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.